Event description:
The reporter stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens trailing haptic tore off upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. It was unknown what caused the trailing haptic to tear. The injector model that was used was a msi-tm and the cartridge model that was used was a aq cartridge fp. The reporter was unable to provide the injector and cartridge lot numbers.